Event description:
A 64 yr old female was admitted on 1/19/98 for a racz catheter insertion and lumbar epidural steroid injection. During the course of the insertion a plastic portion of the catheter separated and was lodged approximately .5 to 1 in in the sacral canal. The physiucian was able to remove the piece of the catheter. On fluoroscopy no remaining pieces were identified in the sacral canal. The procedure was terminated.